Event description:
As reported (B)(4) 2013, a (B)(6) male pt presented for an endovenous laser procedure. The procedure was successfully completed with no reports of complications during the procedure. During withdrawal of the fiber, it was noted the gold tip of the fiber had fractured off inside of the pt. An x-ray was performed on the pt and the fractured piece was located at the access site. The treating physician made the determination that the fractured piece would not be removed from the pt at this time. It was reported the pt suffered no complications or concerns due to the event. It was reported a follow up between the pt and treating physician was scheduled for one month post procedure. Angiodynamics is attempting to obtain additional information in regards to the pt's well-being. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported the pt is suffering no complications or concerns at this time. As reported, a follow up visit is scheduled between the physician and pt for one month post procedure. Angiodynamics is attempting to obtain additional information in regards to the pt's well-being. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).